Event description:
Retailer reports the end user received a box of m16 catheters that were all open. No additional information provided. No photo provided.

Manufacturer narrative:
MDR (B)(4)/ device 15 of 30 e1: complainant postal code: e4p 2c4 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4)